Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Diet counselor reported that patient was hospitalized for "diabetes re-adjustment." Patient is 6 weeks pregnant and recently experienced ketosis. On (B)(6) 2011 at 2:00 p.m., blood glucose was 46 mg/dl. Patient ate 2 be and blood glucose elevated to 321 mg/dl at 5:30 p.m. Patient delivered insulin via infusion device as a correction. Patient tested positive for ketones at 6:00 p.m. Blood glucose was 386 mg/dl at 7:00 p.m., 300 mg/dl at 10:00 p.m. And 307 mg/dl at 12:00 a.m., and patient delivered insulin via infusion device as a correction for each elevated reading. On (B)(6) 2011 at 3:00 a.m., blood glucose was 335 mg/dl. Patient was positive for ketones and delivered insulin via pen as a correction. Blood glucose was 235 mg/dl at 5:00 a.m. And 221 mg/dl at 7:00 a.m. Patient switched to her backup infusion device and blood glucose returned to normal. Infusion device was not exposed to water or electromagnetic fields. Normal blood glucose is 120 mg/dl. Infusion device replaced and requested for evaluation. Additional information was not provided.